Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/10/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. The suture broke during use. There were no patient consequences reported. It is unknown how case was completed. Additional information has been requested.

Manufacturer narrative:
One cannula and one suture piece was received for analysis. The other extreme of the suture was not returned for evaluation. The suture piece was visually examined and damage was observed along the strand and the end of the suture was cut likely by surgical instrument. The sample was tested for tensile strength and the sample met the finished goods requirements. The information for use indicates when handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample conditions it was suggested an improper handling of the sample.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.